Event description:
User was inside assisted living center using scooter when the rear of the scooter became disengaged. User was fell off the scooter causing a head injury resulting in stitches to the head.

Manufacturer narrative:
Safety alert issued by golden technologies to add a secondary lock collar to all units (B)(4) 2012 through (B)(4), 2014. The safety alert serial number range for the buzzaround 3-wheel is (B)(4). The serial number range for the buzzaround 4 wheel is (B)(4). The addition of the secondary lock is to prevent unintentional front to rear disengagement of the scooter if the front to rear locking bolt is not centered properly.